Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
The following was reported via phone call on (B)(6) 2016. Results are as follows: date: (B)(6) 2016, inratio inr: 1.1, 3.5, 1.5, 2.7 and 1.4. Therapeutic range: 1.5 - 2.0. The first inratio test was lower than expected; therefore, a repeat test was performed. Due to the difference in results between the 1.1 and the 3.5, a third test was performed. A break between testing was taken and an additional two (2) tests were performed. The first three (3) inratio tests were performed within 5 minutes and then the last two (2) inratio tests were performed thirty (30) minutes later with five (5) minutes between each other. There was no reported adverse patient sequela and no additional information provided.